Manufacturer narrative:
Initial testing showed a blown ac fuse caused by component failure on the power supply. Co was unable to do performance testing prior to repair of the noted condition. After repair (no repairs were done on the pump driver/mechanism), device performance tests were completed and the reported problem of underdelivery could not be duplicated. The frequency of death or serious injury due to underdelivery for lifecare 5000 is 0.00/million sets.

Event description:
Underdelivery reported. The pump was set to infuse cisplatin at 128 ml/hr over 6 hours. The approximate 770ml container was started via secondary delivery at 2pm. At the expected completion time of 8pm, a nurse noted that approx 175ml remained in the container. She reset the pump for the same rate and a dose limit of 200ml. She reports that at 8:50pm the pump switched to maintenance keep open on the primary side with approx 100ml remaining. The pump was switched out. There was no reprot of any adverse effect to the pt.